Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to the patient within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. The DHR review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection." As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient's peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient had a breach in aseptic technique and did not wear a facemask during the pd exchange. The patient's pd culture yielded growth of streptococcus which is an organism that is known to colonize the human oropharynx. Therefore, the patient's peritonitis can be reasonably associated with a breach in aseptic technique, as reported by the patient's nurse.

Event description:
A peritoneal dialysis (pd) patient reported that they had an infection and stated that it may have been due to not wearing a facemask. There were no reported allegations that the event was related to the use of any fresenius device(s) or product(s). Additional information was obtained through follow-up with the patient's pd nurse. The nurse reported that the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained which yielded growth of the bacteria streptococcus. The patient was treated with vancomycin (per clinic protocol) on an outpatient basis. At the time of follow-up, the patient had recovered from the event and was continuing pd treatment on the same cycler without any issues. Per the nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the event. The nurse attributed the event to a breach in aseptic technique and not wearing a facemask during the pd exchange.